Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their drive support cap was sticking out. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage to drive support cap. The customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked or detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked or detached end cap.